Event description:
T was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with an unknown antibiotic. The cause of the peritonitis was unknown. On an unknown date, during hospitalization, the patient stopped pd therapy and had her pd catheter removed, and subsequently began hemodialysis. The patient was discharged from the hospital to a nursing home 12 days later. The patient died three days after being discharged. The cause of death was cardiac arrest. It was unknown if an autopsy was performed. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number h13f05068 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).